Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the date of implant? On (B)(6) 2018. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No, good candidate. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia recurred, repaired at removal. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, nausea and gastric pain? No. Was the device found in the correct position/geometry at the time of removal? Yes, stomach adhered to liver, heavy capsule, difficult to locate. Is the patient doing well since the removal of the device? Yes.

Event description:
It was reported that post implant that a linx was removed due to dysphagia, nausea, gastric pain. It is unknown if the procedure was completed successfully. It is unknown if there were any adverse patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 07/22/2019. The DHR for lot 18875 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2019. Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Overall, no analysis conclusions relevant to the patient experience were found.